Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and verified the lock-up failure after placing it in a temperature chamber. However, further extensive testing was unable to determine the cause of failure. A replacement device was provided to customer.

Event description:
During in-service inspection, customer observed that the device locked up. The reported failure was an out of box failure. There was no patient use associated with event.